Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation purposes related to leaks-disconnection condition. The unit was received in a biohazard bag since contained solution. Also was received an open blister, and the slide clamp was in the closed position. During visual inspection, no defects were observed. Unit performed as expected during pressure testing at 8psi and functional testing. The reported condition was not confirmed. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of two (2) clearlink y-type blood/solution set of which the customer stated that the male luer of the set leaks an unknown medication when connected to the catheter line. This condition occurred during priming. There was no patient injury or medical intervention involved. No further information is available at this time. This is report 2 of 2 of the same reported problem from this facility.